Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has been compromised. Return of the product does not alter the previous investigation as the root cause remains attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has been compromised. The complaint has been confirmed by evaluation of the provided photo. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the stem's hard plastic sterile packaging was cracked. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.